Event description:
During product evaluation, failure code 570 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: failure code 570 was confirmed. Inspection of the device found that this failure code was caused by depleted batteries, therefore the pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.